Event description:
Patient's blood glucose rose to 700 mg/dl while wearing the pod for between 1 and 4 hours on the hip/buttocks. The patient experienced symptoms including feeling very hot, vomiting and loss of consciousness on the bathroom floor. The patient was admitted to the hospital for three days and was diagnosed with hyperglycemia. Treatment included administration of long-acting and short-acting insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received for investigation fully deployed. No damages or manufacturing defects were observed. There were no timeouts or drive stalls noted. The pod generated an 0x18 safety alarm indicating pod has reached empty reservoir. The patient history buffer showed that the pod adapted insulin delivery to received estimated glucose values (egvs). The pod eventually lost connection to the sensor and showed a stretch of invalid egv value of -5 which is an unrecoverable error. During this time the pod was switched into manual mode where it delivered at the user's set basal rate. The pod functioned as intended.

Event description:
Patient's blood glucose rose to 700 mg/dl while wearing the pod for between 1 and 4 hours on the hip/buttocks. The patient experienced symptoms including feeling very hot, vomiting and loss of consciousness on the bathroom floor. The patient was admitted to the hospital for three days and was diagnosed with hyperglycemia. Treatment included administration of long-acting and short-acting insulin.